Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, prime, excessive no delivery test and occlusion test. The motor was tested outside of the device and passed. No motor error alarm noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corner and stained end cap sticker noted.

Event description:
It was reported via phone call, that the customer received a motor error alarm, while attempting to bolus. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.